Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer was not sure of exact bg at the time of event ; but bg level remained between 54-500 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed however the altitude alarm kept recurring. Cts to refer caller to cl ss for escalated troubleshooting. The customer continued to use the pump for insulin therapy.